Event description:
It has been reported to philips that the device was unable to perform fluoroscopy or exposure from either plane. The device was in clinical use. No harm has been reported to philips. The patient's examination was delayed. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The issue reported was customer was unable to perform fluoroscopy and according to the additional information collected it has been confirmed that the diagnostic procedure was completed as planned after restarting the system without any patient/user harm. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur the instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If the system shuts down during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A system shutdown that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.